Event description:
"It was reported that this event was in relation to hospital calling us as they needed to MRI a patient who was on the verge of paralysis and had recently had a cornerstone cage implanted. The call was as they needed written information that this implant was MRI compatible. Medical affairs was able to provide this information and the patient was scanned. From the perspective of the source of the call - they are happy that they had been provided with all the information that they needed." Patient underwent acdf with cage implantation. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.